Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported the device was increased due to frequent urination as the cause of the feeling stimulation where the device was. Additional information from the healthcare provider reported that after the placement of the device the patient was doing well, they still wore a pad, but it was often just damp. Their frequency and urgency were significantly improved. It was noted the patient coached for 9 hours and only had to pee 1 time. There was improvement in their nocturia. Over all they were satisfied with the implant. The patient was advised by healthcare provider to continue on their current settings and follow-up in 6 months. [Relevant medical history: prostate cancer, radiation string that migrated to bladder causing significant irritative voiding symptoms including urgency, frequency, nocturia, and incontinence, radiation string removal, incomplete bladder emptying]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller mentioned they wanted assistance increasing the therapy because they were getting too many urgencies. They were assisted in connecting to the ins and increasing therapy from 0.7 on program 4 to 1.9 on program 4. The patient mentioned they felt stimulation where the device was on their back, therapy was decreased to 1.3v and the patient confirmed they no longer felt stim where the device was. Caller was redirected to their healthcare provider to discuss therapy considerations. No further complications were reported or anticipated.